Manufacturer narrative:
Result: sensor coil cord.

Event description:
It was reported by service report that the foot end would not go up or down. It is unk if there was pt involvement or if there are adverse consequences to report.